Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the jaws of the device could not be closed although the clamp test was successful. The center control button was pushed up and the jaws were returned to the straight position. The reload was then reinserted into the adapter however; the device did not react at all. The adapter and the shell were replaced, and the firing was completed. After the procedure, the device was checked again and the display screen showed the reload cycle test indicator. The jaws could be articulated however, the jaws could not be closed still. There was no patient injury.